Event description:
Complaint # 453395. It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, suffering, disability and impairment.